Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the instrument/suction channel and flushes out of the air/water channel, and the forceps elevator wire channel. During manual cleaning, the customer used ddn9 franklab detergent with albyn medical brush to brush the instrument/suction channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer did not manually disinfect the scopes. For automated endoscope reprocessor (aer) treatment, the soluscope series 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored in surestore and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope tested positive for greater than 100 colony forming unit (cfu) of enterobacter cloacae. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted no deviations from the device instructions for use (IFU). Olympus sent the subject device to a third party for culture testing where: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: distal end. Cfu: 2cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide (lg) lens chipped. Adhesive around lg lens worn. Charged coupled device (ccd) cover lens scratched. Light guide bundle fiber breakings. Bending section cover glue separated. Protector coating peel off. Scope body scratched. Switch 1 (sw1) wear and tear. Switch box unit scratched. Plug unit damaged housing. Scope connector cover wear and tear. Knob play and less angulations. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.